Event description:
Patient developed pain and lumps in both underarms, reported 5 months after treatment. Diagnosed with abscesses (approx 1 cm) and drained. Prescribed antibiotics and steroids. Status as of 1.5 month post diagnosis is that patient is improved.

Manufacturer narrative:
There have been no issues with any sterile disposable manufacturing lots produced to date. Missing information was requested but not available at the time of this report.